Event description:
It was reported that an unspecified malfunction occurred. On 11/14/2023, the patient's blood sugar went over 500 mg/dl, but stated that the receiver did not tell him what was going on. He had the receiver in his pocket, but alleged it never alerted. The patient felt odd and experienced fall and loss of consciousness. The spouse called an ambulance and he was taken to the hospital where his bg was over 500 mg/dl. He was hospitalized for 4 days. He could not recall medication or treatment for hyperglycemia, but remembered undergoing an MRI (magnetic resonance imaging). Additionally, the patient mentioned he had pneumonia on that day. The patient stated that he could not remember getting any error from the receiver prior to falling. He had issues with a sensor error prompting him to wait for three hours, but he is not certain if that happened on 11/14/2023 when he fell. At the time of the report, the patient was in good condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. .

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.